Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Impedance check identified disconnected electrodes. Reprogramming attempts were unsuccessful in restoring therapy. A lead revision procedure was performed, during which the lead and anchor were replaced.